Manufacturer narrative:
A visual inspection was performed on the returned device. The reported link break was not confirmed as the link was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The proglide was used with a sheath greater than 21f. The electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. Based on the information provided and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. The instructions for use (IFU) deviation would not have contributed to the reported issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. H6- medical device problem code: 1494 - indication for use.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a link break was found after the step 3 with the first and second proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 22f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.